Event description:
During a clinical procedure, when the physician was in the process of removing the microwire after reaching the lesion from the microcatheter, he found it very difficult. Following withdrawal of the guidewire, he noticed that the wire tip was straight. There was no reported pt complications.